Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms, loss of capture (loc), and did not deliver required pacing. Loc did not result in asystole of greater than 2 seconds. Additional information obtained that the cause was not determined. The lead was surgically abandoned and was replaced. The lead was not tested with a pacing system analyzer (psa). The device remains in service. No adverse patient effects were reported.